Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy') and device dislocation ('device migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device ("pregnancy") and experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the ectopic pregnancy, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, ectopic pregnancy and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy') and device dislocation ('device migration/ migration') in an adult female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain") and swelling ("swelling"). The patient was treated with surgery (essure removal surgery scheduled (B)(6) 2020). Essure was removed. At the time of the report, the ectopic pregnancy, device dislocation, pelvic pain and swelling outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy, pelvic pain and swelling to be related to essure. The reporter commented: she has not taken follow up appointment for confirming essure was in place. Essure was not surgically removed, scheduled removal for (B)(6) 2020. First experienced symptoms on (B)(6) 2015. She did connect injury or symptoms with essure on (B)(6) 2019 essure removal on pause due to covid. Most recent follow-up information incorporated above includes: on 29-jul-2020: patient cover letter received. Reporter, date of birth added. Pregnancy event deleted as ectopic pregnancy is reported, pregnancy outcome and updated from prospective to retrospective. Events chronic pain and swelling added. Onset date of events and lot number added. Removal date and treatment details were updated and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy') and device dislocation ('device migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device ("pregnancy") and experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the ectopic pregnancy, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, ectopic pregnancy and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy') and device dislocation ('device migration/ migration') in an adult female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain") and swelling ("swelling"). The patient was treated with surgery (essure removal surgery scheduled (B)(6)2020). Essure was removed. At the time of the report, the ectopic pregnancy, device dislocation, pelvic pain and swelling outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, ectopic pregnancy, pelvic pain and swelling to be related to essure. The reporter commented: she has not taken follow up appointment for confirming essure was in place. Essure was not surgically removed, scheduled removal for (B)(6)2020. First experienced symptoms on (B)(6)2015. She did connect injury or symptoms with essure on (B)(6)2019 essure removal on pause due to covid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.